Event description:
Around two years ago, a patient had mitral valve replacement and tricuspid repair with maze, left-atrial appendage and lead replacement implantable cardioverter defibrillator (ICD). A few months ago, a routine post-op echocardiogram displayed a mobile mass attached to the mitral valve bioprosthesis. Had course of antibiotic and anticoagulation. All microbiology cultures negative to date however acid fast bacilli was found on the pathology specimen and the concern is for nontuberculous mycobacterium. Recently the valve was explanted, and a new mitral valve replaced. The ICD was explanted as one of the wires appeared to have the same biofilm as the valve and surrounding tissue did.

Event description:
Around two years ago, a patient had mitral valve replacement and tricuspid repair with maze, left-atrial appendage and lead replacement implantable cardioverter defibrillator (ICD). A few months ago, a routine post-op echocardiogram displayed a mobile mass attached to the mitral valve bioprosthesis. Had course of antibiotic and anticoagulation. All microbiology cultures negative to date however acid fast bacilli was found on the pathology specimen and the concern is for nontuberculous mycobacterium. Recently the valve was explanted, and a new mitral valve replaced. The ICD was explanted as one of the wires appeared to have the same biofilm as the valve and surrounding tissue did. Cdc gave us information today: "testing of valve pathology sample identified the organism as myobacterium neoaurum by pcr. M. Neoaurum is a rapid growing bacterium that can be widely found in the environment as are other non-tuberculosis mycobacteria". We wanted to update you in case their are other cases. Thank you.